Event description:
It was reported that during a laparoscopic cholecystectomy, the device would not form the clips properly. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.